Event description:
It was reported that the procedure was to treat a 80% stenosed de novo lesion in the mid left anterior descending (lad) artery with mild calcification. The lesion was pre-dilated with a 2.75x8mm balloon at 10 atmospheres (atm), then the 2.75x23mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, a distal end dissection was noted; therefore, a 2.75x8mm drug eluting stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.